Manufacturer narrative:
Since the device is not available to be returned to us, a technical eval cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. (B)(4).

Event description:
The hosp reported that during a coronary artery bypass procedure, the ultima opcab system, std, offset left would not stabilize despite being completely tightened. A replacement device was used to complete the procedure. The hosp did not report any pt effects.